Manufacturer narrative:
(B)(4). D10: 110010268 g7 osseoti multihole 60mm g 7024727, 010001000 g7 screw 6.5mm x 35mm 7073501, 010000998 g7 screw 6.5mm x 25mm 6847824, 11-301241 arcos cal sz a std +20 60mm 768840, 00-2232-001-18 1.8mm stainless steel cable 65223148, 00-2232-001-18 1.8mm stainless steel cable 65202341, 00-4894-054-10 acet augm size 54. 10mm thick 64803382, 00-4199-001-38 acet restrictor 38mm dia 64583137 11-300615 arcos 15x200mm prx tpr dist 363960, 110024465 g7 dual mobility liner 46mm g 357930, ep-200152 act artic e1 hip brg 28x46mm 348730, 650-1067 cer option type 1 tpr sleve +3 3087988, 650-1055 cer bioloxd option hd 28mm 3087109, 281001100 ball nose guide wire 100cm 165570. G2: foreign: south africa. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 -02296, 0001825034 - 2023 - 02828, 0001825034 - 2023 - 02829. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was born with hip dysplasia. The patient¿s cup started to wear and was revised. One year post implantation, the patient fell, and the cup was found to be loose. The surgeon recommended a custom implant.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impressions: progressive osteolysis along both the femoral and acetabular implants of the left hip arthroplasty as noted with loosening and vertical malrotation of the acetabular implant. A definitive root cause cannot be determined. The event is confirmed via xray. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.